Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported needle pull off. A used needle and a labeled winding former of product code sxpp1b427 were returned for analysis. During the visual inspection of the needle, the swage and attachment area was as expected. The barrel hole of the needle was examined under magnification for suture remnant and none was noted. Several marks on the body and attachment area of needle that appears to be by the use of a surgical instrument were observed. In addition, the suture was not returned to determine the assignable cause. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As the suture was not received and due to the condition of the sample received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a ureteroneocystostomy on (B)(6) 2018 and barbed suture was used. The needle was detached from the suture during continuous suturing. Further details are not provided. There were no adverse consequences to the patient.